Event description:
It was reported that during a surgical procedure, the drill heated up. There was no pt or user injuries reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A f/u report will be submitted if the investigation results require.